Event description:
It was reported that the patient was referred for a full vns replacement surgery due to high impedance and a prophylactic generator replacement. The patient underwent full vns replacement surgery. Lead pin insertion troubleshooting was performed and did not resolve the high impedance. Generator diagnostics was performed with a test resistor and the impedance was as expected. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Lead product analysis was completed. The alleged fracture was not confirmed in the product analysis, or pa, lab. A portion of the lead assembly including the electrodes was not returned and, therefore, a completion evaluation of the lead product could not be performed. The condition of the returned lead portion was consistent with those typically following explant. Setscrew marks were identified near the end of the connector pin indicating that the lead pin had not been fully inserted at one point. However, additional marks provided evidence that a good mechanical and electrical connection was present at one time. No discontinuities were identified in the returned lead portion. No other obvious anomalies were noted. There was no evidence in the pa lab to suggest a discontinuity in the returned lead portion.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently listed "the explanted products have not been received by the manufacturer to date." Instead of "the explanted products have been received by the manufacturer and are pending product analysis." Device available for evaluation?, corrected data: initial report inadvertently listed "no" and "na" instead of "yes" and "07/11/2019". Device evaluated by MFR?, corrected data: initial report inadvertently selected "not returned to MFR." Instead of "no" and listing "02".

Event description:
The explanted products were received by the manufacturer. Generator product analysis was completed. The alleged high impedance was not duplicated in the product analysis, or pa, lab testing of the vns generator. Various electrical loads were attached and all diagnostics demonstrated accurate resistance measurements. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Lead product analysis is pending.